Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of insulation anomaly was confirmed in the laboratory. The outside lead diameter of the peeled off area did not meet specs and it prevented insertion of the sheath. The remaining area of the lead measured within spec. The lead exhibited normal electrical characteristics.

Event description:
It was reported that during implant, the physician noticed that the insulation appeared to be peeled prior to both coils and did not pass through sheath. The lead was not implanted.